Event description:
Peripheral intravascular lithotripsy catheter (shockwave m5) balloon ruptured during the procedure. Part of the balloon material and distal marking shredded off. Surgeon placed long stent to embed residual balloon materials between the stent and the arterial vessel wall. FDA safety report ID # (B)(4).